Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the pump broke that lead to high blood glucose levels. Blood glucose was 400mg/dl at the time of hospitalization on (B)(6) 2024. The patient was hospitalized and kept for overnight. Symptoms included confusion, feeling sick/unwell, headache, tired/weak, extremity pain/cramps, increased thirst, other vomiting and diarrhea, the patient can't eat and drink anything. Patient was treated with manual injection/insulin pen. No further information available.